Event description:
It was reported that there was a perforation that occurred. A letter was received that reported the patient had a greenfield inferior vena cava filter implanted on (B)(6) 2014. On (B)(6) 2018 the patient received a CT scan. The imaging revealed that five of the six struts of the filter had perforated the inferior vena cava wall. One of the struts extended into the l2-l3 intervertebral disc. The patient is currently experiencing shortness of breath, leg and foot discoloration, patchy dry spots, poor circulation and aching.

Event description:
It was reported that there was a perforation that occurred. A letter was received that reported the patient had a greenfield inferior vena cava filter implanted on (B)(6) 2014. On (B)(6) 2018 the patient received a CT scan. The imaging revealed that five of the six struts of the filter had perforated the inferior vena cava wall. One of the struts extended into the l2-l3 intervertebral disc. The patient is currently experiencing shortness of breath, leg and foot discoloration, patchy dry spots, poor circulation and aching.